Event description:
An elevated po2 measurement was observed when running a level 2 and 3 quality control on an abl77 analyzer utilizing a calpack from lot number 9946. This is consistent with reduced po2 in level 1 calibrant of the cal pack.